Manufacturer narrative:
A replacement glidescope titanium video cable was provided to the customer and the video cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope titanium video cable and no issue was found. The "no image" fault could not be reproduced; the unit functions as intended. Since the customer had already received a replacement glidescope titanium video cable, the returned cable was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium video cable, the image was lost when the cable was flexed. A delay of two (2) minutes occurred as a backup avl unit was obtained. No harm to the patient or user was reported.